Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) had been turned off, but it ¿came on¿ yesterday and caused the patient to have difficulty with breathing. It was like the patient could not get air and was choking. The event happened two times since yesterday. Additional information has been requested but was not available as of the date of this report.